Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the customer were hospitalized on (B)(6) 2017 due to diabetes ketoacidosis and high blood glucose readings of 620 mg/dl. Customer was treated for the high blood glucose readings in the intensive care unit. Customer's blood glucose reading at the time of the call was 640 mg/dl. Troubleshooting was declined and the customer requested a new pump. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.